Manufacturer narrative:
Findings: pump passed displacement, prime test and excessive no delivery test noted. Unable to do basic occlusion and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. Received with pump cracked case at the display window corner, missing reservoir tube o-ring, missing end cap sticker and cracked battery tube threads.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that their blood glucose was high and they used manual injections as treatment. However, the customer did not provide the blood glucose value. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.